Event description:
Customer reported that device did not expand properly upon application of traction. No patient harm.

Manufacturer narrative:
The investigation is ongoing. If additional reportable information becomes available, it will be submitted in a supplemental report.